Manufacturer narrative:
The reported field event of no hv output and low high voltage lead impedance measurement was confirmed in the laboratory due to review of device data. The device detected possible high-voltage lead issue during high voltage therapy delivery, and the high voltage lead impedance measured was low. As a result, subsequent high voltage therapies were aborted to prevent possible further damage to the device. The device was tested on the bench using automated testing equipment and no anomalies were found. The cause of the reported event could not be determined.

Manufacturer narrative:
Correction: previously reported should be dec 17, 2019 rather than nov 19, 2019. The reported field event of no hv output and low high voltage lead impedance measurement was confirmed in the laboratory due to review of device data. The device detected possible high-voltage lead issue during high voltage therapy delivery, in which the high voltage lead impedance measured was low. As a result, subsequent high voltage therapies were aborted to prevent possible further damage to the device. The device was tested on the bench using automated testing equipment and no anomalies were found. Additional visual inspection found arc damage on the ICD can consistent with a lead arc to the can. The lead arc caused the reported field event of withheld hv therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08450. It was reported that the patient presented in clinic after experiencing cardiac arrest. Upon interrogation, it was noted that the implantable cardioverter defibrillator and right ventricular lead attempted to shock the patient for ventricular fibrillation, but therapy was withheld due to low defibrillation impedance. Cardiopulmonary resuscitation was performed, and the patient was successfully restored to sinus rhythm and noted to be stable after the event. On (B)(6) 2019, the device and lead were explanted and replaced. Patient was stable throughout the procedure.